Event description:
The lens opacification, which is suspected to be calcification was observed in the left eye. Date of original surgery 2002. The patient post-op visual acuity has decreased from 20/40 to 20/66. The lens remains implanted.